Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed as planned by restarting the system. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was unable to produce x-rays. The review of system log files showed x ray not possible errors. Upon troubleshooting, the fse performed tube conditioning successfully, but the tube adaptation was failed with error of small focus defect, therefore the fse decided to replace the x ray tube. However, the customer did not accept the quote for x ray tube replacement. No resolution was performed by the philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is unlikely to cause or contribute to death or serious injury if it were to recur. As such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.